Manufacturer narrative:
.

Event description:
The customer reported the touchscreen not working. No patient harm reported.

Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the display to main pcba cable to resolve this issue.

Event description:
The customer reported the touchscreen is not working. No patient harm reported.